Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Customer's blood glucose was 42 mg/dl at the time of incident. Customer treated their low blood glucose with carb intake. It also stated that customer declined troubleshoot for low blood glucose. Customer advised to replace their insulin pump and customer agreed to sent insulin pump for analysis.